Event description:
The customer reported that the system displayed a generator error and they had to reboot the unit.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number (B)(4). The ge service rep was unable to duplicate the error. He rebooted the unit 10 times and fluoroed with unit for 15 minutes with no errors. He checked the kv tracking was within specifications. The system is operating as intended.